Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade and cerebrovascular accident could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
Related manufacturer reference 3005334138-2016-00003 and 2030404-2016-00002. Following an atrial fibrillation ablation procedure on (B)(6) 2015, the patient developed a cardiac tamponade. The patient presented the week of (B)(6) 2015 with shortness of breath and an echocardiogram revealed a cardiac tamponade originating possibly from the left side of the heart. A pericardiocentesis was performed to stabilize the patient. On (B)(6) 2015 the patient experienced a cerebrovascular accident but this resolved. There were no performance issues with any sjm device during the ablation procedure.